Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose value and blood glucose value, calibration not accepted alert, change sensor alert and sensor updating alert. The sensor glucose value was 168 mg/dl and blood glucose value was 90 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. The customer reported that the value difference was not within target range of 30 percentage. No harm requiring medical intervention was reported. Product return requested for mmt-7040ma. Customer declined to return or unable to return.

Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Sensor performance observation due to low sensor sensitivity. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor error-change sensor/bad sensor. Change sensor due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor updating/sg not available. Sensor glucose not displayed due to sensor diagnostic signal out of range. Sensor did not perform within specifications. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor error-cal error/calibration not accepted. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.